Event description:
A 5 mm ligamax clip applier used for a bilateral laparoscopic transabdominal preperitoneal bilateral inguinal hernia repair - clip applier failed to clip during the procedure - per surgeon. Clip applier removed from field and new one opened.